Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to an elevated blood glucose (bg) level (580 mg/dl). Customer was treated with intravenous fluids, insulin, nausea medication, and tylenol. Customer was released on (B)(6) 2019 with no permanent damage. Reportedly, the pump had shutdown unexpectedly. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.